Event description:
Md was inserting triple lumen catheter into right subclavin. When trying to remove the guidewire, it would not come out. Md tried several things to remove, however, was not able to do so. Order given for chest x-ray to confirm placement. X-ray revealed wire was going to head. Patient taken to imaging for fluoro for removal. Details of removal are included in the report by the radiologist.